Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for leak. It was reported that during device preparation of the clip delivery system (cds), the gripper chambers filled with water and leaked onto the sterile field. It was thought that there was possibly a crack in the device; however, this was not visualized. The device was not used and there was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The returned device analysis could not confirm the reported crack as a crack was not noted. The reported leak was confirmed as fluid was leaking from the gripper lever (non-tactile side) and the o-ring was observed to be cut/torn (non-tactile side). A review of the lot history record identified no exception issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. In conclusion, the returned device analysis could not confirm the reported crack as no issue was noted; however, the leak is potentially related to manufacturing, design and/or labeling issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.